Manufacturer narrative:
The customer was provided with a replacement battery, however, the device was not returned to stryker for further evaluation. Therefore, a conclusive root cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.